Manufacturer narrative:
Based on the information provided, the cause of the reported issue cannot be determined. Intuitive surgical, inc (isi) did not receive the blue sureform 60 reload to perform failure analysis. A stapler log investigation revealed the following: a sureform 60 stapler instrument was used first, and it was installed on the system 2 times and fired 2 sureform 60 reloads (1 white, followed by 1 blue). On install 1, the first clamp was successful, and the firing was completed with no pauses for compression. On install 2, the first clamp was successful, but was followed by a firing failure. The firing stopped after 4 pauses for compression. The instrument was then removed and not used again in the procedure. Next, the logs show another sureform 60 stapler instrument was installed on the system 3 times and fired 2 sureform 60 reloads (1 blue, followed by 1 white). On install 1, the first 3 clamp attempts were successful, and the firing was completed with no pauses for compression. On install 2, a white reload was installed, however no clamping or firing was attempted. On install 3, the first clamp was successful, and the firing was completed with no pauses for compression. The instrument was then removed and not used again in the procedure. There were no stapler related errors in the logs.

Event description:
It was reported that during a da vinci-assisted right hemicolectomy procedure, a staple line was incomplete where a blue sureform 60 reload was fired with a sureform 45 stapler instrument, requiring intervention. The target anatomy was bowel tissue. During the firing sequence, an exposed blade message was produced, the staple line was reported to be incomplete, and bleeding was observed. The surgeon over-sutured the staple line, which stopped the bleeding. The procedure was completed robotically.

Manufacturer narrative:
Corrected data: updated fields: a2, a3a, a4, a5, a6, b6, b7, h6, and h11. During the da vinci-assisted right hemicolectomy procedure for neuroendocrine tumor, the second staple line appeared to be incomplete where a blue sureform 60 reload was fired on a distal colon margin. During the firing sequence, an exposed blade message was produced. The staple line was incomplete. Colon tissue was transected and a small defect was noted. The defect was closed with a two layered full thickness closure using a 3-0 v-loc suture. A separate stapler instrument was used to transect the terminal ileum margin and subsequently complete the anastomosis. Approximately 10mls of blood loss occurred due to the event. The procedure was completed robotically. The patient is recovering well, with reports of expected surgical incisional pain.